Event description:
Information received indicates the head section will not go down.

Manufacturer narrative:
The technician found the mechlock was seized. The technician replaced the mechlock to repair the bed.